Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the exact root cause for the bad calibration is not determinable. Touch screen was not reacting properly on all touch inputs. As per the user, the issue was resolved after a touch screen calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned. However, log files has been sent for evaluation. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has touch screen issue. The unit screen is out of calibration every couple of weeks. The screen was not reacting while the doctor tried to changed the ventilation settings during patient use. There was no patient harm reported from this event.